Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. The middle- and lower electrode is broken/detached. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was connected to a known good coblator ii controller and activated in saline solution. The ablate- and coagulation- function was activated and the device produces plasma on the remaining stubs of the electrodes. The complaint was verified and the root cause cannot be determined with certainty.

Event description:
It was reported that during a tonsillectomy, after using the device for 7 minutes, the electrode at the tip melted. Device's fragments fell inside the patient but were successfully retrieved. A backup device was available. No significant delay or patient injury was reported.